Event description:
It was reported that: the therapist observed that the ventilator display was blank and that the device was no longer ventilating the patient. The therapist observed that the device appeared to be rebooting continuously and had posted an error code. The patient was manually ventilated with an alternate device until being transferred to another ventilator. There was no report of patient injury.